Event description:
It was reported that an ilet bionic pancreas displayed alert 38 indicating consecutive stalled motor errors, persisted after multiple restarts, and the user disconnected and transitioned to backup subcutaneous fast-acting insulin; blood glucose was reported over 400 mg/dl for more than five hours while off the device during travel. Symptoms included hyperglycemia. Outcomes included no health consequences or impact beyond the reported hyperglycemia. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.